Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6a.

Event description:
It was later reported that the patient was treated with oral antibiotic, clindamycin 300 mg. The last device placement date was reported as (B)(6) 2021. The device remains implanted.

Event description:
On an unknown date, a patient in netherlands underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. It was reported that the patient experienced an abscess at the stoma site that was treated with unknown antibiotic and surgical removal. The patient continues to have stoma site redness, discharge, and growth of granulation tissue. The device remains implanted.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site abscess and granuloma are known complications of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.